Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the stylus of the device would not work without applied pressure to the connection point, however it was noted that a system error was found in the logs. The stylus was replaced and calibrated as a preventive measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer would not work unless pressure was applied to the connection point inside the "well" of the programmer. The programmer has been returned for repair. There was no patient involvement.